Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51psemired, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1125085, rev.j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. In speaking with the user of the device, he is notifying the dealer for service. He purchased this device 2 months ago. He has reported no ill effect.

Event description:
Per consumer the footplate on his power wheelchair drags. Additional information reports if going up a ramp or down or a threshold the footplate drags. No report of injury.